Manufacturer narrative:
Follow-up with company representative.

Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure at level l2. A laminectomy and balloon kyphoplasty were performed at the same time. It was noted that the bone seemed hard. From the right vertebra, 1.5cc of bone cement was injected continuously. No cement extravasation was noted. When the physician attempted to use the second bfd, "a blood vessel like thing was swinging anterior of the vertebral body". There was a cement like image observed anterior-superior of the treated vertebral body. The physician stopped filling the cement and observed. There was no change in patient's blood pressure. CT scan confirmed cement moved to the lung from the anterior vertebral body. The physician determined that observation was necessary and continued the laminectomy. The patient stayed in the ICU and was stable. Three days post surgery, patient status was good. Surgical removal of cement in the lung was performed on (B)(6) 2011. The operation was done without complication and the patient status is good. The patient had no symptoms prior to and post removal of the cement. No additional information was reported.